Event description:
It was reported that t:slim x2 pump battery would not charge, and caller experienced low power alerts along with a power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed wall outlet and multiple wall adapters, then switched to a different charging cable, and issue was resolved when using tandem charging cable, after which pump began charging and no further assistance was required.